Event description:
It was reported by the sales rep that the patient stated the bhs unit is causing heat/burning sensation. Patient received unit (B)(6) 2020 the first day he used the unit for about 7 hours the 2 nights of using it around 2:30 in the morning he had burning sensation. On a scale of 1-10 it was about a 7 or 8. The pain on the surface of the skin he is treating his right foot. The pain does not subside when he is not treating. Patient has not spoken with his doctor and did not take or apply anything otc. Patient states he has stop using the device and would like a replacement.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: medical cast. Therapy date: unknown. The device was returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: a visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The bhs controller was tested, and it operates as intended. The failure was not confirmed for the reported condition of "bhs unit causing heat/burning sensation". The controller was tested and operates as intended. Review of complaint history identified (2) total complaints from (B)(6) 2019) to (B)(6) 2020) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales rep that the patient stated the bhs unit is causing heat/burning sensation. Patient received unit on (B)(6) 2020 the first day he used the unit for about 7 hours the 2 nights of using it around 2:30 in the morning he had burning sensation. On a scale of 1-10 it was about a 7 or 8. The pain on the surface of the skin he is treating his right foot. The pain does not subside when he is not treating. Patient has not spoken with his doctor and did not take or apply anything otc cream. Patient stated he has stop using the device and would like a replacement. Patient stated that he received the replacement controller (B)(6) . He still experienced the same burning sensation a couple of times. He described the pain was from inside out, not on the surface like the first unit. The patient had a doctor's appointment on (B)(6) 2020. The patient was advised that we offer an orthopak which he will discuss with his doctor. The patient continued to use the replacement controller. The patient doctor did not advise him to switch to another device. He has experienced some discomforted in aug with the coil but it was bearable. The patient does wear a thin sock while treating with the coil. The patient's doctor was starting to see signs of healing with the device. No additional patient consequences have been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet ebi bone healing system sflx xl coilette, catalog #: 1068240, lot #: unknown. Concomitant medical products: therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00093.

Event description:
It was reported that the patient experienced pain and a burning sensation from using the bone healing system (bhs) and bhs sflx xl coilette. The patient was using the device to treat a hallux failed fusion. For two nights, the patient used the device and experienced pain and a burning sensation that woke him up. The patient rated the pain as a 7 or 8, on a scale of 1 to 10, with 10 being the highest. The patient described the pain as on the surface of the skin. The patient says that the pain does not subside when he is not treating with the device. A new bhs device and sflx xl coilette was sent to the patient. It was reported that no further information is available.